Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitive atrial lead were removed from service and replaced due to a potential lead fracture or system infection. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.